Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. Customer's blood glucose value was 414 mg/dl. Customer was trying to check blood glucose but it was giving an error. Customer declined troubleshooting for high blood glucose. Device will not be return for analysis.